Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nissen fundoplication, the one rabbit ear was noted as out while the other in outside of the body and while attempting to unload. After several troubleshooting, the device was able to unload. Surgical time was extended by 30 minutes or more as a result of the event. There was no patient injury.